Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported damaged keypad which was reproduced. The #5, #7, #8, and #9 keys were found inoperable, and when the remaining keys were pressed, there was an automatic output of the #5 key. The reported issue was verified and found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a damaged keypad. There was no known patient injury or medical intervention associated with this event. No additional information is available. .